Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer also reported a "strange smell" coming from the pump while charging the pump. Additionally, the usb cable was bent. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was approximately 120 mg/dl.